Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology. A cause for the reported difficulty to deploy the clip could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the difficulty deploying the clip, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed, and noted to be difficult due to the challenging leaflet anatomy. After a successful grasp, deployment steps were started, but the clip did not release from the delivery system. It was confirmed that the arm positioner was rotated in the open direction, and the release pin was fully exposed; therefore, the actuator knob was turned 2 more times, and the clip released. One clip was implanted, reducing the mr to 2+. It was thought that the initial 8 turns of the actuator knob were not full rotations, but this could not be confirmed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.